Event description:
Acct. Reports that the "rubber fell in injection site" during use. No pt. Injury or death reported. Sample was not available for investigation as sample was contaminated with blood. No further information available.